Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ctad blood collection tube underfilled during use and could not be analyzed as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "on november 28, sampling on the blue tubes ctad could not be analyzed due to insufficient fill."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® ctad blood collection tube underfilled during use and could not be analyzed as a result. The following information was provided by the initial reporter, translated from french to english: "on november 28, sampling on the blue tubes ctad could not be analyzed due to insufficient fill."